Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the procedure, after burring and trialing, the surgeon noted that the burred area looked excessive. The patient was planned for a size 5 and put in a size 6. The case was completed successfully.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding excessive burred area, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device evaluation and results: device inspection could not be performed, no session data was provided. Four communication attempts were made and there was no response. Device history review: a review of the DHR could not be performed. Serial number for system used was not provided. -complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding excessive burred area. There were no other reported events for the listed catalog number. No additional information provided.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the procedure, after burring and trialing, the surgeon noted that the burred area looked excessive. The patient was planned for a size 5 and put in a size 6. The case was completed successfully.